Event description:
It was reported that cartridge pieces became stuck and remained in pump during cartridge changes. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.